Event description:
It was reported that using an femoral artery access approach during a procedure for the heavily calcified, heavily tortuous, 90% stenosed, de novo mid left anterior descending (lad) artery the xience prime stent was implanted at the lesion distally. A second 3.5 x 33 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion and was intentionally implanted in front of the target lesion. A 2.5 x 38 mm xience prime stent delivery system (sds) was advanced but could not cross through the proximal implanted stent, however, during removal, the xience prime stent caught on the tip of the guide catheter and dislodged; the dislodged stent was shifted/positioned between the two implanted stents. The dislodged stent was crushed against the vessel wall between the two implanted stents. A non-abbott stent was implanted between the two stents without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough terumo. Guide cath: terumo heartrail jl3.5 6f. The stent remains in the anatomy; it is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was noted that the distal flow was worse; a non-abbott stent was implanted between the two stents without reported issue. Although a clinical delay was noted, there was no reported treatment or adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not reported. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use instructs the physician to place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(4) - improper or incorrect procedure or method; distal to stent. The other xience prime stent delivery system (sds) indicated is being filed under a separate manufacturer report number.